Manufacturer narrative:
A sample is not expected to be returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported during a procedure, air bubbles were observed in the pt's eye and in the tubing immediately after priming. The surgeon removed the irrigation tubing from the trocar, flushed out the tubing and was able to proceed without further difficulties. There was no harm or injury to the pt as a result, however, the procedure was delayed. This is the third of three reports being filed for this customer.